Manufacturer narrative:
Concomitant product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported the patient experienced dyskinesia on the left and right with the dyskinesia being worse in the right arm and leg. The patient's skin around both implantable neurostimulators (ins) was warming to the point where they had to put ice on their chest. The area was warm to the touch, but there wasn't any noticeable redness besides the incision scar that was not new. When the warming first occurred, the patient had not attempted to turn the inss off. The heating at the ins pockets had suddenly started in (B)(6) 2015. Electrode and therapy impedances were checked and the impedances were within normal range. The left ins was programmed to c+, 2- at 3v, 60 usec, and 180 hz. The right ins was programmed to c+, 2- at 3.2v, 60 usec, and 180 hz. The current battery voltage was at 2.8v. A revision to replace the inss was scheduled. The patient's indication for use is parkinson's dual and movement disorders. No cause, diagnostics/troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-00853.

Event description:
Additional information received from a manufacturing representative reported the cause of the heating and warming sensation and dyskinesia was not determined. Impedances were checked and they were normal. The patient was going to follow up with their health care provider (hcp). The issue was resolved at the time of this report.